Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high/unstable superior vena cava (svc) coil impedances. The svc coil of the lead was programmed off, and the remainder continues to be in use. No patient complications have been reported as a result of this event.